Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during use of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a solution leak from the supply bag that led to this alarm. Renal therapy services (rts) assisted to switch off/on the device then the device alarmed and turned to initial. Rts informed that patient about the possible reason and assisted the patient in ending therapy . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction to b5: it was further reported that the leak was on the short seal part of the solution bag due to a hole. Therefore, no malfunction has been alleged against the cassette. H10: should additional relevant information become available, a supplemental report will be submitted.